Event description:
No additional information.

Manufacturer narrative:
E/f codes updated to reflect that no information was provided regarding patient outcome despite attempts to obtain information from customer.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph and sample submitted for evaluation. Your report that the needle was not retracting was confirmed from the photograph that was provided for investigation. The photo showed one 24g insyte autoguard IV catheter that was positioned over the needle and against the grip. It appeared that the white button had been pressed, but the needle remained fully extended from the shield. A functional test of the returned physical sample showed that the needle fully retracted without an issue when the safety mechanism was activated. Your report was confirmed from the photograph; however, the root cause could not be determined from the image or the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. (MDR created based on a customer response to a different complaint). The following information was provided by the initial reporter: customer response received on (B)(6) 2025: good morning, yes for example today (B)(6) 2025 one of our IV nurses were in the middle of a stick and she had to slide the needle out. Previous information: the issue with the IV is when push the button it is not retracting the needle (on some of the caths). They would then have to pull out manually (like slide style). She said the issue started with this last shipment.